Event description:
Customer reported that fibers in the syringe lumen and fiber cloth residues between the elastomer seals, which were found in two syringes.

Manufacturer narrative:
Investigation in progress. No samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. Pictures of impacted sol-m 1ml luer lock syringe w/o needle (pc), ref# 180001, lot# 01104007 was received from the customer confirmed the reported issue. All the archive samples tested were within the product specification. Based on the investigation and analysis, the potential root cause may be the white dust-free cloths used to wipe equipment in the assembly section in workshop. The operator might accidentally snag or shredded the cloth while wiping the equipment, causing fine debris to fall into the equipment. During subsequent production process, static electricity trapped the dust-free cloth fragments inside the syringe barrel. The final inspection operator missed to identify the defective product, resulting in defective product entering the market. To address and contain this issue, assembly operators were strengthened and re-trained to be attentive when using dust-free cloth to wipe the equipment, instructed them to clean the equipment according to specified requirements after production. Inspection operators were strengthened and re-trained on production process, identifying foreign matters inside the cylinder and to remove on time to prevent them from entering the market. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.